Manufacturer narrative:
Device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed that the telescope was kinked, and the imaging window was twisted and with ripples. Impedance testing showed an electrical open proximal at the distal end of the catheter 140 - 150 cm from the distal housing. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. The material twisted found on analysis is evidence of advancing the device into patient anatomy while rotating. According to the instructions for use (IFU) indications, the mdu shall remain off when inserting the device into the patients body.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the catheter image sensor was damaged and no image was produced. The 80% stenosed lesion was located in the moderately tortuous and moderately calcified proximal left circumflex (plcx) artery. An opticross 6 hd imaging catheter was selected for ultrasound examination of the lesion. During the procedure, the catheter image sensor was damaged and no image was produced. The procedure was completed using another device of the same type. The patient condition following the procedure was stable. However, device analysis revealed that the imaging window was twisted and with ripples.